Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was radiculopathy and non-malignant pain. On (B)(6) 2016 it was reported that a motor stall was seen on pump interrogation. The pump logs showed a motor stall occurred on (B)(6) 2016 with a tube set message recorded on (B)(6) 2016. There was no recovery message in the logs. It was unknown if the patient had recently had an MRI. No patient symptoms were reported.

Event description:
Additional information was received from a manufacturer¿s representative (rep). It was reported that the rep was unaware of what symptoms the patient experienced or what troubleshooting was done. To the rep¿s knowledge the motor stall was not recovered and it was planned to replace the pump but was not scheduled yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.